Event description:
Reporter alleged the pt received a discrepant blood glucose result of 62 mg/dl on inform system 1 compared back to back with a result of 437 mg/dl on inform system 2 when testing was performed within 10 minutes. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot# 550784, exp date 12/31/2009).